Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #4 r-cem; cat# 5510-f-402; lot# elxmk, triathlon prim tib baseplate - cemented; cat# 5520-b-300; lot# nfgza, triathlon symmetric x3 patella; cat# 5550-g-319; lot# 01xw. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient presented at dr. (B)(6) clinic with a painful knee that did not go into full extension. He explanted the femur, insert, and tibial base plate and replaced them with triathlon ts implants.

Manufacturer narrative:
An event regarding revision due to poor range of motion involving a triathlon insert component was reported. The event was not confirmed. Method & results: device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient presented at dr. (B)(6)'s clinic with a painful knee that did not go into full extension. He explanted the femur, insert, and tibial base plate and replaced them with triathlon ts implants.